Event description:
It was reported that a patient received a vibratory alert for charge time limit reached. When the patient presented in-clinic, premature battery depletion was observed. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported long charge time was confirmed in the laboratory and was due to low battery voltage. The reported premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.